Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity (tls) on both eyes (ou) at 9 day post-operative exam. The brief description from the account indicated the tls was discovered at a one week post op exam and was treated with topical steroid increase (pred forte). Visual acuity was right eye (od) 20/40 and left eye (os) 20/60. The patient's chief complaint was that there was burning, watery, and extreme light sensitivity starting at 1 week from initial laser treatment. Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.25 x 00 x 90. Left eye pre-op 20/20 -1.00 x -.50 x 135.